Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding falsely elevated loci high-sensitivity troponin I (tnih) results obtained on two (2) patient samples on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Event description:
Two (2) falsely elevated loci high-sensitivity troponin I (tnih) patient sample results were obtained on a dimension® exl¿ 200 integrated chemistry system. The falsely elevated patient sample results were reported to the physician and questioned. The same samples were reprocessed on the same dimension® exl¿ 200 integrated chemistry system. Lower results were obtained, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated loci high-sensitivity troponin I (tnih) results.

Manufacturer narrative:
Additional information (05-june-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available data logs. A customer service engineer (cse) performed routine service tasks on the dimension exl 200 integrated chemistry system. No discordant results were reported after these routine service tasks were completed. The cause of the event is consistent with r1, r2 and sample tubing needing to be replaced. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00155 was filed 31-may-2024.